Event description:
While performing a preventive maintenance check, the technician found the bed failed the electrical safety test due to a loose ground pin on the power cord.

Manufacturer narrative:
The technician replaced the power cord plug to repair the bed.